Event description:
A clinical research coordinator reported that a female patient who received op-1 putty experienced discomfort along the lumbosacral junction and achiness, dullness and tenderness in her back, which were both deemed nonserious events. The outcomes are unknown. The surgeon does not suspect the events were related to the use of op-1 putty.